Event description:
It was reported that the patient underwent a posterior minimally invasive surgical procedure. It was reported that the scrub tech had difficulty tightening the reduction nut when loading the screws into the extenders. During reduction of the screw, the extender popped off of the screw. The surgeon had to move to a mini-open approach to place the rode. Surgery time was extended 20 minutes. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Functional evaluation of all returned extenders were able to be manually fully reduced with a sample inner sleeve when attempting to fully reduce the instruments with a sample inner sleeve. Dimensional inspection of the (B)(4) reduction nut with mmc and lmc g1990 gages found were both able to be fully engaged into all extenders. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing its intended function.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.